Manufacturer narrative:
Date of event: estimated based off journal article date of (B)(6) 2022. Implant date: estimated based off journal article date of (B)(6) 2022 and implant occurring 1 year prior to event. Literature citation: urbanek l, chen s, bordignon s, et al. Unexpected large device related thrombus at 12 months follow-up after left atrial appendage closure. Pacing clin electrophysiol. 2022;45:1383-1384.

Event description:
Reported via journal article: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 30mm watchman closure device was implanted. The patient was discharged on aspirin 100mg daily and clopidogrel 75mg daily. Routine transesophageal echocardiogram (tee) was performed 6 weeks post-implant which was unremarkable. The antithrombotic medication was adjusted to aspirin 100mg daily monotherapy. An elective tee 12 months post-implant revealed a large thrombus extending from the device to the left atrium posterior wall, measuring 6 x 3cm. Computed tomography (CT) was performed, confirming the thrombus. A screening for thrombophilia showed no abnormalities. Apixaban 5mg twice daily was started. One year later, CT scan showed only partial thrombus resolution, with a remnant thrombus of 4 x 0.3-0.5cm. No thromboembolic or bleeding events occurred.